Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, high and out of range high voltage lead impedance were observed in the rv to svc, rv to can and svc to can vectors. Vigorous lead tests were performed, and all the measurements were normal. The device was reprogrammed and the patient will be monitored.